Event description:
On (B)(6) 2018, a reporter for the patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch verioiq meter was displaying an ¿unknown error¿ message. The complaint was classified based on customer service representative (csr) documentation. The reporter explained to the csr that the subject meter had been displaying an ¿unknown error message¿ since the patient obtained the subject meter on (B)(6) 2018. The reporter stated that the patient currently does not use any medication to manage her diabetes and explained that she has been ¿doing some exercise to maintain her sugar levels¿. The reporter explained that the patient did not take any action in response to the alleged product issue and continued to test in order to get a blood glucose reading. The reporter stated that one minute after the alleged product issue began, the patient began to feel ¿dizzy and shaky¿. The reporter explained that the patient self-treated her symptoms with a salad and confirmed that the patient did not perform a blood glucose test on another device. At the time of troubleshooting, the alleged product issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after she was unable to obtain a blood glucose reading due to the product issue.